Manufacturer narrative:
(B)(4): placeholder.

Event description:
The doctor reported that a laser vision correction patient receiving a prk treatment presented with an induced astigmatism of 1.25 diopter in their right eye at the 15 day post-op examination. The patient's post-op bcva in the right eye is 20/30. The patient is reporting double vision and blurry vision and is not able to drive at night. All other patients treated on the same day had good results.

Manufacturer narrative:
(B)(4). The clinic did not request field service for their equipment however clinical support was provided. The clinic was requested to prepare a calibration plastic and return it to amo. The returned plastic was inspected and passed inspection. All pertinent information available to amo has been submitted. (B)(4): placeholder.